Manufacturer narrative:
Findings: all buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that they dropped their insulin pump before the alarm occurred. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.